Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 2.1 main drawer had multiple cubie¿s with read/write cubieerrors. The field service engineer replaced the drawer control board and retractor band cable and tested the system using the hardware testing application, but the issues persisted. Then, the field service engineer replaced the pyxibus control board, and the issues were resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main 2.1 drawer had multiple cubies d1, d5, b1, e1, e5, b3, c1, c5, a3, c3 with read, write, or invalid cubie memory errors. The customer stated that this malfunction caused a delay in dispensing medication to patients, since users were able to get the required medications from another pyxis until the malfunction was fixed. However, there were no adverse events or injuries reported based on this event.